Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, a decrease in sensing and varying high capture thresholds were observed. Programming change was made. Patient condition was good.